Manufacturer narrative:
Was corrected to product problem. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Further investigation or corrective action is not necessary at this time. See related medwatch report number: 0001920664-2019-00205.

Manufacturer narrative:
A review of the device history record showed all records are acceptable. No anomalies were noted at the time of release. The product is not available for evaluation. Additional information has been requested. The investigation is ongoing. Report 2 of 2, see related medwatch report numbers: 0001920664-2019-00205.

Event description:
A facility in the (B)(6) reported debris was found in the anterior chamber during cataract surgery. The debris was removed with no reported impact to the patient.